Event description:
Patient was revised to address poly wear of the insert and loosening of the femoral component at both interfaces. The manufacturer of the cement used at the time of original implantation is unknown. Osteolysis was also reported.

Manufacturer narrative:
Examination of the device found evidence suggesting loosening while in vivo. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions about the root cause of the femroal component loosening with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuysynthes has been informed that the lot number is not available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.